Event description:
It was reported that the pump touch screen was missing pixels affecting the customer¿s ability to interact with the pump and/or read the pump screen. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.